Manufacturer narrative:
D10: 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 320-10-00 - eqreverse tray adapter plate tray +0: (B)(6). 320-08-42 - glen exp 42mm +4mm offset: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 308-02-08 - 8x120mm dis stem mod cemented: (B)(6). 308-05-28 - distal fixation ring ha 28.5: (B)(6). 308-10-25 - 25mm middle segment modular: (B)(6). 308-10-00 - med prox body +0: (B)(6). 308-15-25 - taper locking screw 25: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 1 month and 7 days post the patient's previous right shoulder revision, the patient presented with persistent drainage from their right shoulder wound, had a deep infection, and was revised. The humeral liner, glenosphere and glenosphere locking screw were removed. The outcome is considered to be resolved.